Manufacturer narrative:
Approximate age of device ¿ 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home and pump stoppages occurred. The patient experienced chest pain. The patient was able to switch to battery power. The manufacturer¿s technical services representative reviewed the log file and determined that there could be an issue with the percutaneous lead (driveline), however, the x-rays were unremarkable. The patient was scheduled to undergo a pump exchange on (B)(6) 2018, however, it was postponed due to the patient suffering a fever. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 6 inches from the pump housing and the distal portion of the dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-19303 also revealed no evidence of depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket and clear bionate appeared unremarkable. Minor areas of shield breakdown were observed throughout the driveline. A breach in the orange wire was observed adjacent to the pump housing. This breach appeared consistent with abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of the orange wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.